Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The customer confirmed the touchscreen issue. The customer's biomed was able to get the touchscreen working again. The customer's biomed replaced the touchscreen to prevent the chance on it failing again.

Event description:
The customer reported a bad touchscreen. There was no patient involvement. Event date not specified, estimate used.